Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt felt stimulation in the wrong location. The device was explanted (B) (6) 2007. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on may 6th 2015 indicated that the patient had an extremely successful trial. The patient had 100% coverage and relief of their lower back pain and right leg pain weakness that had prevented them from working. The patient had painful stimulation in their hands, arms chest and abdomen. It was noted that the procedure was changed to a laminectomy without the patient's knowledge; it was thought that the procedure would be a minimally invasive procedure based on trial. It was noted that after implant when the stimulator was turned on the stimulation pattern extended to their arms, hands, chest, and abdomen. It was noted that the lead was misplaced too high but after x-rays it was noted that the lead was in the right place. The stimulation was in the front of their body where there was nothing going on to the back let alone down the leg. The patient was kept in the hospital for three days without doing anything to relieve the painful stimulation so the patient was discharged and it was left up to the manufacturer representative to manipulate the signal into their back and down their leg to their foot which after three visits they came to the conclusion that it would never reach their back let alone down their right leg, the device was turned off even thought they had requested to be explanted. The patient had pain in their chest and abdominal pain even when the device was off. The paddle leads were larger than the percutaneous ones and it was jammed into levels t8-t9 instead of the verified position of t9-t10 from the trial. It was noted that the physician had labeled it a malfunctioning unit bit it was thought that the unit was turned on three times in the month of (B)(6) prior to the removed and it functioned as it had when the implanted it in late january. It was noted that there was nothing wrong with the unit. The patient ended up with destabilized thoracic area of their spine, myofascial facet syndrome requiring cauterization of 8 nerves surrounding the scar site from their laminectomy along with at least 9 medications that the patient was not on prior to the procedure. The patient stopped all opiates in (B)(6) 2006 and was only taking 60mg of neurontin and small dose of non-narcotic ultram which did not provide enough relief. Since the procedure was done, the patient had been left with extreme nerve pain and subsequent damage causing the leg nerve to spasm. They also had some abdominal spasm or nerve spasm causing constant bowel urges. The muscles spans are so painful that they would wind up on the floor writhing in agony. The patient had a secondary hypogonadism, which was being treated with testosterone injections. The patient had clinical depression, a neurological surge in their left lower abdomen causing bowel urges. The patient's blood pressure had surged upwards of 170/100. It was noted that all these awful conditions were a result of their horrible treatment. The patient had a relegated to a minimal lifestyle where they could not even sit up and play guitar for any longer than 15 minutes at a time due to the pain at that scar site and could not walk particularly well anymore. If additional information is received, a follow-up report will be sent.